Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia /abnormal bleeding (menorrhagia )') in a 39-year-old female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp, right lower quadrant pain and seizures. Concomitant products included acetazolamide (diamox) since (B)(6) 2014, colecalciferol (vitamin d3) (B)(6) 2015 to (B)(6) 2016, naproxen since (B)(6) 2011, paracetamol (acetaminophene) since 2007, phenytoin sodium (dilantin sodium) since (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraine headache"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and seizure ("neurological conditions or problems type: seizures;"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), rash pruritic ("itching rashes"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), menstrual disorder ("abnormal menstruation"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("pelvic/abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and abdominal pain lower ("lower abdomen pain"). The patient was treated with acetazolamide, antibiotics, hydrocodone bitartrate;paracetamol (norco) and surgery (on (B)(6) 2019. Ablation, dilatation and curretage and operative laparoscopy, lysis of adhesions, left salpingectomy (unilateral) on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage, menstrual disorder, back pain, vaginal haemorrhage, allergy to metals, metrorrhagia, abdominal pain and dysmenorrhoea had resolved and the autoimmune disorder, vaginal discharge, rash pruritic, depression, anxiety, headache, rash, pruritus, migraine, vaginal infection, weight increased, tooth disorder, bladder disorder, urinary tract disorder, fatigue, seizure, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, pruritus, rash, rash pruritic, seizure, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no information provided about right tube and removal. She received treatment for pain, bleeding and nickel allergy. Discrepancy noted in insertion date -(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure are in satisfactory position. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) showed unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain and menorrhagia. Lot number: 863575, manufacture date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia /abnormal bleeding (menorrhagia )') in a 39-year-old female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp, right lower quadrant pain and seizures. Concomitant products included acetazolamide (diamox) since (B)(6) 2014, colecalciferol (vitamin d3) (B)(6) 2015 to (B)(6) 2016, naproxen since (B)(6) 2011, paracetamol (acetaminophene) since 2007, phenytoin sodium (dilantin sodium) since (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraine headache"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and seizure ("neurological conditions or problems type: seizures;"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), rash pruritic ("itching rashes"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), menstrual disorder ("abnormal menstruation"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("pelvic/abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), abdominal pain lower ("lower abdomen pain") and post procedural complication ("post procedural complication"). The patient was treated with acetazolamide, antibiotics, hydrocodone bitartrate;paracetamol (norco) and surgery (on (B)(6) 2019. Ablation, dilatation and curretage and operative laparoscopy, lysis of adhesions, left salpingectomy (unilateral) on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, menstrual disorder, back pain, vaginal haemorrhage, allergy to metals, metrorrhagia, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the autoimmune disorder, vaginal discharge, rash pruritic, depression, anxiety, headache, rash, pruritus, migraine, vaginal infection, weight increased, tooth disorder, fatigue, seizure, alopecia, abdominal pain lower and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, pruritus, rash, rash pruritic, seizure, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no information provided about right tube and removal. She received treatment for pain, bleeding and nickel allergy. Discrepancy noted in insertion date -(B)(6) 2011 she received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure are in satisfactory position. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) showed unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain and menorrhagia. Lot number: 863575 manufacture date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of events bladder and urinary problem, pelvic pain was updated as recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('menorrhagia /abnormal bleeding (menorrhagia )'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp, right lower quadrant pain and seizures. Concomitant products included acetazolamide (diamox) since (B)(6) 2014, "cholecalciferol" (vitamin d3) (B)(6) 2015 to (B)(6) 2016, naproxen since (B)(6) 2011, paracetamol ("acetaminophen") since 2007, phenytoin sodium (dilantin sodium) since (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraine"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), rash pruritic ("itching rashes"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with acetazolamide, antibiotics, hydrocodone bitartrate;paracetamol (norco) and surgery (ablation, dilatation and "curettage" and operative laparoscopy, lysis of adhesions, left salpingectomy, removal intact in total of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage, menstrual disorder, back pain, vaginal haemorrhage, allergy to metals, metrorrhagia, abdominal pain and dysmenorrhoea had resolved and the autoimmune disorder, vaginal discharge, rash pruritic, depression, anxiety, headache, rash, pruritus, migraine, vaginal infection, weight increased, tooth disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, pruritus, rash, rash pruritic, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018: operative laparoscopy, lysis of adhesions, left salpingectomy, and removal intact in total of the essure. She received treatment for pain, bleeding and nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure are in satisfactory position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events added- nickel allergy, vaginal infection, weight gain, dental problems, metrorrhagia, abdominal pain, bladder problems, urinary problems and dysmenorrhea were updated. Outcome of events menorrhagia, abnormal genital bleeding, menstruation abnormal, vaginal bleeding, lower back pain was updated to recovered / resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia /abnormal bleeding (menorrhagia )"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 39-year-old female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp, right lower quadrant pain and seizures. Concomitant products included acetazolamide (diamox) since (B)(6)2014, colecalciferol (vitamin d3)(B)(6)2015 to (B)(6)2016, naproxen since (B)(6)2011, paracetamol (acetaminophene) since 2007, phenytoin sodium (dilantin sodium) since (B)(6)2014 and zolpidem tartrate (ambien) from (B)(6)2016 to (B)(6)2016. In (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced headache ("migraines / headaches") and migraine ("migraine"). On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), rash pruritic ("itching rashes"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). The patient was treated with acetazolamide, antibiotics, hydrocodone bitartrate;paracetamol (norco) and surgery (ablation, dilatation and curettage and operative laparoscopy, lysis of adhesions, left salpingectomy, removal intact in total of the essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, back pain and vaginal haemorrhage was resolving and the autoimmune disorder, menstrual disorder, vaginal discharge, rash pruritic, depression, anxiety, headache, rash, pruritus and migraine outcome was unknown. The reporter considered migraine to be unrelated to essure. The reporter considered anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, rash pruritic, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6)2018: operative laparoscopy, lysis of adhesions, left salpingectomy, and removal intact in total of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Essure are in satisfactory position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Date of removal added. Added event headaches, rashes or skin conditions type: rashes, itching and migraine. Updated outcome of events (pain, bleeding). Updated onset date of events. Concomitant condition, concomitant drug were added. Event vaginal discharge with odor clubbed with previous event vaginal discharge. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('menorrhagia /abnormal bleeding (menorrhagia )'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp, right lower quadrant pain and seizures. Concomitant products included acetazolamide (diamox) since (B)(6) 2014, colecalciferol (vitamin d3) (B)(6) 2015 to (B)(6) 2016, naproxen since (B)(6) 2011, paracetamol (acetaminophene) since 2007, phenytoin sodium (dilantin sodium) since (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraine"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), rash pruritic ("itching rashes"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). The patient was treated with acetazolamide, antibiotics, hydrocodone bitartrate;paracetamol (norco) and surgery (ablation, dilatation and curretage and operative laparoscopy, lysis of adhesions, left salpingectomy, removal intact in total of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, back pain and vaginal haemorrhage was resolving and the autoimmune disorder, menstrual disorder, vaginal discharge, rash pruritic, depression, anxiety, headache, rash, pruritus and migraine outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, rash pruritic, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018: operative laparoscopy, lysis of adhesions, left salpingectomy, and removal intact in total of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure are in satisfactory position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia /abnormal bleeding (menorrhagia )') in a 39-year-old female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp, right lower quadrant pain and seizures. Concomitant products included acetazolamide (diamox) since (B)(6) 2014, colecalciferol (vitamin d3) (B)(6) 2015 to july 2016, naproxen since (B)(6) 2011, paracetamol (acetaminophene) since 2007, phenytoin sodium (dilantin sodium) since (B)(6) 2014 and zolpidem tartrate (ambien) from (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraine headache"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and seizure ("neurological conditions or problems type: seizures;"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), rash pruritic ("itching rashes"), depression ("depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), menstrual disorder ("abnormal menstruation"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("pelvic/abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and abdominal pain lower ("lower abdomen pain"). The patient was treated with acetazolamide, antibiotics, hydrocodone bitartrate;paracetamol (norco) and surgery (on (B)(6) 2019. Ablation, dilatation and curretage and operative laparoscopy, lysis of adhesions, left salpingectomy (unilateral) on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage, menstrual disorder, back pain, vaginal haemorrhage, allergy to metals, metrorrhagia, abdominal pain and dysmenorrhoea had resolved and the autoimmune disorder, vaginal discharge, rash pruritic, depression, anxiety, headache, rash, pruritus, migraine, vaginal infection, weight increased, tooth disorder, bladder disorder, urinary tract disorder, fatigue, seizure, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, pruritus, rash, rash pruritic, seizure, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no information provided about right tube and removal. She received treatment for pain, bleeding and nickel allergy. Discrepancy noted in insertion date -(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure are in satisfactory position. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) showed unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : reporter added. Events added- fatigue; seizure, alopecia, abdominal pain lower. Events of genital hemorrhage, autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure (batch no. 863575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 2007 to 2011. Concurrent conditions included uti, vaginitis, vitamin d deficiency, epilepsy, uterine fibroids, grand mal status, epileptic, metrorrhagia, endometrial polyp and right lower quadrant pain. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), rash pruritic ("itching rashes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation") and back pain ("lower back pain"). The patient was treated with acetazolamide, hydrocodone bitartrate;paracetamol (norco), metronidazole (flagyl) and surgery (operative laparoscopy, lysis of adhesions, left salpingectomy, removal intact in total of the essure). At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menstrual disorder, vaginal discharge, back pain, menorrhagia, rash pruritic, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, rash pruritic, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018: operative laparoscopy, lysis of adhesions, left salpingectomy, and removal intact in total of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: essure are in satisfactory position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 25-feb-2019: medical record was received. Reporter information, medical history, lot number was added. Surgery added. Case category upgraded to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.